Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's lead had migrated a second time and as a result the patient was experiencing a shocking sensation and ineffective therapy. Surgical intervention took place where the system was explanted to address the issue. The date of explant is unknown. The patient declined further contact from the manufacture representative.